Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was post-operative breakage of a plate. The patient presented himself at the hospital on (B)(6) 2015, whereupon a plate breakage was diagnosed on examination. The breakage occurred directly at the hole. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age reported as just under 20 years old. Weight is unknown. Unknown when the plate broke. Date of implant: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.